Event description:
One of the proximal screws moved back between 1 and 2 cm between 1 and 3 months post-op. Debridement of the fracture, deltoid pain, requiring the patient to be taken back for removal of the offending screw.

Event description:
One of the proximal screws moved back between 1 and 2 cm between 1 and 3 months post-op. Debridement of the fracture, deltoid pain, requiring the patient to be taken back for removal of the offending screw.